Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made a lot of noise while the unit while running. It was further reported that the screen was fluttering while pumping which was the source of the noise reported. It is unknown the circumstances in which the even occurred, however there was no patient harm or injury and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and monitored the screen for approximately 30 minutes, at which time was able to verify the fluttering screen. The fse determined that the "fluttering screen" was the source of the reported noise emitting from the iabp unit. To fix the issue, the fse installed a new coiled cable. The fse then performed a preventative maintenance (pm) service, full calibration, and all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made a lot of noise while the unit while running. It was further reported that the screen was fluttering while pumping which was the source of the noise reported. It is unknown the circumstances in which the even occurred, however there was no patient harm or injury and no adverse event reported.